Manufacturer narrative:
D1 brand name was updated. Ventricular tachycardia: the cause of the injury was not determined due to insufficient clinical details. Patient device interaction problem: the cause of the patient device interaction problem was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
14-year-old male with progressive shortness of breath with associated with pneumonia and nonischemic cardiomyopathy presented with acute decompensated heart failure. On 9/14 an impella 5.5 was inserted via right axillary artery. On (B)(6) 2025 there was non-sustained ventricular tachycardia associated with patient turning on his right side. The impella 5.5 repositioning from 6.1 to 5.1 was done with resolution of arrythmia. On 10/1 the patient underwent transplantation with explant of impella 5.5 without incident.